Manufacturer narrative:
Device has been received. Investigation is not complete.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. After the clip was fired the starclose device was difficult to remove. The device was removed with applied force and hemostasis was archived with the clip. There were no adverse patient effects. Though requested, no additional information was available.